Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, high capture threshold was observed. The pace/sense portion of the lead was capped on (B)(6) 2016. Defib portion of the lead remains active. The patient was stable the entire time.